Event description:
Additional information was received from the patient who reported that the cause of the stall was not determined. It recovered the same day. The patient included that their next refill was (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone), bupivacaine, and unknown baclofen via an implantable pump for unknown indications for use. It was reported that they got the report from the healthcare provider and there was a stall on the pump but no date on it. The patient stated that the last time they had the pump refilled was 2 months ago and the pump stalled, and he was trying to monitor the pump because 20 years ago he had one that corroded and terrible. The patient stated that they saw service code 529 on his pump report. The patient asked how he can get the pump check to see more information. The patient stated that the doctor¿s office was short staff and did not have time to call. The patient asked to contact local rep. The agent recommended patients consult with the doctor office for next steps. The issue was not resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.